Event description:
A nurse at (B)(6) med home was drawing up an injection of (B)(6) to administer to a pt and noticed particular matter in the syringe. The dose was not administered to the pt. The nurse notified the (B)(6) pharmacy staff who subsequently notified main (B)(6) pharm supply. The potentially deficient product was received in (B)(6) pharm supply on (B)(6) 2016. The (B)(6) pharmacy supply team confirmed the visual appearance of residue in the product.